Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the cause of the intermittent stimulation sensation was not determined. The patient noted that the therapy was not as effective as the trial was. As a step taken to resolve the issue, they ¿turned down the level¿. The issue was reported as not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
See manufacturer¿s report # 3007566237-2019-01023 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt the stimulation in the wrong location. They stated that they trial worked great for them and they really had not felt any stimulation other than when it was tested at first in the bike seat area. With the permanent implant, they felt an intermittent sensation ¿like when your eye lid twitches¿ in their outer left butt cheek (also reported in the outer right butt cheek) outside the bike seat area. They did not feel the stimulation in the bike seat area. The patient stated that after the implant surgery, when the stimulation was tested, they told the manufacturer¿s representative that they felt the stimulation in the butt cheek and was told it was fine. The patient was so doped up from the anesthesia, they were unable to elaborate for the representative what was going on so nothing was changed. It was recommended that the patient follow up with their healthcare professional (hcp) prior to changing programs. The patient stated that they can deal with the sensation and it was not bothersome as long as they got good symptom control. They had a follow up appointment with their hcp in 2 weeks. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were on a trip recently and, on the last few days, it seemed like the therapy had quit working. This was confirmed to mean they saw a return of symptoms. This started between (B)(6) 2019. They also reported that, since implant of the device (B)(6) 2019), they felt a ¿permanent fluttering¿ in their left butt cheek that was ¿annoying¿. The patient spoke to the manufacturer¿s representative and was told to decrease the stimulation. The patient noted that decreasing the stimulation did help. In addition, the patient reported that they did not charge their communicator and it went dead. This occurred on (B)(6) 2019. It was reviewed with them that letting the communicator go dead should not affect the ins in anyway. Considerations of increasing the stimulation if the no symptom control was seen was reviewed with the patient. The patient stated that they were going to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.